Event description:
It was reported, that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted, that the device exhibited loss of capture. The device was repositioned successfully and the procedure was completed. There were no patient consequences.